Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a product performance issue. At this time no additional information has been received from the field. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead presented an increase in impedance measurements, with it been reprogrammed which resulted in the impedance values normalizing but overtime this lead presented noise and atrial fibrillation (af) false positives, which the root cause been a suspected fracture. This lead was capped and surgically abandoned, with a new lead implanted. No additional patient effects were reported.